Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons less responsive, buttons were harder to press, sometimes had to press buttons twice. The customer¿s blood glucose level was unknown at the time of incident. Customer stated insulin pump where screw in the reservoir threading was hard and want catch had to take it out back and forth also with battery threading. The insulin pump will not be returned for analysis.